Event description:
The user facility reported that the scope buddy plus tubing disconnected from their scope buddy plus endoscope flushing aid subsequently causing water to contact the wall outlet in which the device was plugged into. User facility personnel observed a "spark" from the wall outlet and unplugged the device. No report of injury.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Steris made multiple attempts to obtain the device subject of the reported event for evaluation however, the device was not returned. Without the return or evaluation of the device, the cause of the event cannot be determined. No additional issues have been reported.